Event description:
The surgeon performed a right si joint fusion using the ifuse implant system on (B)(6) 2011. Due to perceived anatomical limitations, the surgeon placed only 2 implants. The patient initially did quite well and had significantly less si joint pain after the si joint fusion. At approximately 6 months after the index fusion, the patient began to have pain that was similar in nature and location as her si joint pain before the fusion. The si joint pain progressively worsened. On (B)(6) 2012, the surgeon performed a revision surgery. The surgeon accessed the lateral aspect of the ilium. He placed the removal device into each of the two previously placed ifuse implants. Both implants were solid. Neither implant moved, even with vigorous hammering with the slap hammer. The surgeon left the implants in place. The surgeon then placed a 4 x 40 mm implant a bit ventral and somewhat in between the two previously placed implants. He also placed a 7 x 35 mm implant at the base of the sacrum, distal to the previously placed second implant. The surgeon then performed an open posterior approach to the si joint. He accessed the inferior aspect of the joint by removing a small piece of the iliac crest. He decorticated the joint with a burr and placed an extra small bmp sponge into the joint along with the piece of the iliac crest auto graft. The patient did well after the procedure. The patient had no new pain complaints and no new neurologic complaints. This is a case of symptomatic late loosening.

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual and fmea, there is no indication of device failure or that the device was out of specifications. The most probable root cause is late symptomatic loosening.